Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced abdominal pain post implant. Diagnosis showed that paddle lead was pushing the cord. As a result, surgical intervention was undertaken where in the lead was explanted and replaced.